Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during the pmv testing. The obturators passed through the trocars without difficulty. The obturators shaft assemblies cut cleanly and completely through the test media, allowing the cannulas to pass through smoothly. In addition, the instruments passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, due a lap. Hepatectomy, upon inserting the forceps, the device "was found a bad slipperiness., especially the port had a strong resistance when the forceps were inserted".; the operation was changed to an open surgery. The reporter confirmed that the change to an open surgery was not due to the device malfunction. The surgeon came across the dissection which was difficult to perform under scopic view. The current patient status is good.